Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint were received during this report period. Of these, 1 was determined to be misapplication. The reported device labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with undesired damage or breakage of materials used in device construction. Patient information was not confirmed for the event.